Manufacturer narrative:
(B)(6). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an issue with programming the infusion duration (hh:mm) on the pumps. It was found that when the "minutes" value is greater than two digits (for example, 99 minutes), then the next value goes into "hours" and mins (hh:mm). It was then reported that there was patient event involving this issue on a chemotherapy infusion. The order was to infuse over 120 minutes but was infused over 1hr and 20mins (80mins) instead. There was patient involvement. Although requested, the information on patient impact is not known.